Event description:
It was reported to philips that the hanging arm has a broken elbow. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the arm was physically damaged. Upon functional testing, the fse found that the arm was unable to use, and it was damaged. To resolve the reported issue, the fse replaced the physically damaged arm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.